Event description:
"Upon removal of guide wire, physician observed coating separating from wire. Reported full retrieval of wire and coating."

Manufacturer narrative:
The involved sample was not returned for evaluation. Therefore, the investigation was limited to review of user facility info, quality records and retained samples for the reported lot number. Reserve sample testing confirmed no evidence of any product malfunction or defect. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause cannot be determined based upon the limited info available, there is no evidence that this event was related to a device defect or malfunction. The device labeling does address the potential for such an event in the warnings/precautions section of the instructions-for-use, which states that inappropriate manipulation of the glidewire under certain conditions may result in abrasion of the polyurethane coating including the following: "do not manipulate or withdraw the glidewire through a metal needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." All available info has been forwarded to the mfg facility for appropriate tracking, trending, and follow-up.